Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as the patient was only using one to two bags of therapy solution despite being prescribed four. There was no indication of any specific defect or damage to the bag, the disposable products cannot be ruled out as not causing or contributing to the event. Therefore, the cause of the peritonitis event will conservatively be assessed as unknown. On the same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of reflin and injection of fortum (1 gram each, route not reported) for 14 days for peritonitis. The patient was discharged seven days after admission. The patient was recovered from this peritonitis event. Action with dianeal therapy was not reported. No additional information is available.